Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and it was found that the upper trigger for reverse was jammed, would not operate, seized and stopped running after untrue running test. Therefore the reported condition was confirmed. It was further determined that there was an unknown liquid and corrosion inside the device. The assignable root cause was determined to be improper cleaning/care. If information is obtained that was not available for this report, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery testing, it was observed that the compact air drive device had a mechanical dysfunction. During in-house engineering evaluation, it was observed that the upper trigger for reverse was jammed, would not operate, seized, and stopped running after untrue running test. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.